Event description:
It was reported that there was an atrial lead impedance alert upon interrogation. The lead had gone from 400 ohms to 2000 ohms bipolar impedance about six months prior. On (B) (6) 2009, impedance was 1500 ohms. Additionally, sensed p-waves went from 5 mv to 1 mv, and capture could only be observed at 7.5 v. A lead fracture was suspected. The atrial polarity was changed to the unipolar configuration, and the patient would be monitored.